Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture due to lead dislodgement. The lv lead dislodgement was confirmed with fluoroscopy. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.